Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On an unreported date, the patient began treatment with vancomycin (1gm, stat [at once]) intraperitoneally (ip), anitain (125 mg, everyday) ip and injection meropenem (dose and frequency not reported) intravenously (IV) for peritonitis action taken with dianeal was not reported. The patient was recovering from the peritonitis event. No further information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient¿s effluent was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.